Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the heavily calcified right common femoral artery was attempted using a proglide device via a 6fr sheath, after a left heart catheterization procedure. Reportedly, the suture of the proglide device did not deploy successfully. After closure of the foot of the proglide device, the device could not be "controlled" and a laceration occurred. Uncontrolled bleeding from the laceration was noted. A balloon catheter was inserted to dilatate the left common femoral artery and a covered stent was used to treat the laceration and achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment(s) appears to be related to circumstances of the procedure. The patient effects are potential adverse events. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.